Event description:
It was reported that post implant the patient started experiencing dizziness and reverted to second degree heart block with heart rate very low. It was noted that the rv lead exhibited lead impedance warning leading to polarity switch, high thresholds and loss of capture. Dislodgment was confirmed. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.